Event description:
It was reported that when patient was on the table, the case was delayed because the table would not move. The trusystem 7000dv operating table drive malfunctioned and table was locked but showing unlocked. Additionally, an error code 429 was reported. The table was being used on both battery and ac with no change. The customer reset the table with no change and the table would not lock or unlock with the keypad or remote. No patient injury was reported, and the patient was transferred to a different table. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The cause of the failure of the operating table functions was found to be a short circuit on the can distributor board. This was caused by the ingress of fluids. The failure was resolved by exchange of the can distributor ts. Based on this, no further action is required.

Manufacturer narrative:
Baxter is in the process of inspecting the trusystem 7000dv operating table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
It was reported that when patient was on the table, the case was delayed because the table would not move. The trusystem 7000dv operating table drive malfunctioned and table was locked but showing unlocked. Additionally, an error code 429 was reported. The table was being used on both battery and ac with no change. The customer reset the table with no change and the table would not lock or unlock with the keypad or remote. No patient injury was reported, and the patient was transferred to a different table. This report was filed in our complaint handling system as complaint (B)(4).